Manufacturer narrative:
The or table d850 (sn (B)(4) was inspected by a stryker field service technician (sfst). Upon arrival, the sfst was able to confirm the reported complaint. He inspected the table and found the slide sensor was malfunctioning and needed to be replaced. The sfst also found both wire harnesses were damaged and needed to be replaced. He replaced the slide sensor and both wire harnesses, ran the table through a cycle test using the hand pendant and ran the table through two cycle test using the software and found no further errors. The table was verified to be functioning as intended and was released to the customer for use.

Event description:
It was reported that the back section of the table allegedly moved without anything being pressed. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the back section of the table allegedly moved without anything being pressed. The evaluation and investigation is expected, but not yet begun. Once the investigation is complete, a supplemental will be filed. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the back section of the table allegedly moved without anything being pressed. There was no patient involvement, injury or adverse consequence reported.